Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 200 sterilizer. The load was not recalled successfully and the load content is unknown. The previous and subsequent bi results were negative. Also, the customer has run 3 cycles after the positive reaction occurred. All results were negative. There are no reports of injury or harm from the event. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4): suspect positive bi.

Manufacturer narrative:
The reporter received additional information after the initial medwatch report 2084725-2012-00025 was submitted, which confirmed that the load was recalled. The load contents were not provided from the customer.asp has recategorized this complaint to a non-reportable event since there is no risk of injury or harm to a patient.